Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log did not find any errors. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's mother stated that the patient replaced transmitter with an unknown reason. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. Not enough information was provided to determine cause for transmitter replacement. The complaint confirmation was unable to be determined. A root cause could not be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.